Event description:
The facility's biomed engineer reported an infusion pump with a 500 failure code. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not the device was in use on a pt when this failure occurred, if tubing was being used, or if medication was being infused. No add'l contact info was provided.